Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that the during the first inflation in the cephalic vein, the pta balloon allegedly ruptured below rated burst pressure (rbp) inside a stent. There was no reported retraction difficulty through the stent or the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw materials testing, manufacturing process and quality control inspection. This lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. Fiber disturbance was noted to the balloon and loose fibers were identified 6.4cm from the distal tip. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 6.7cm from the distal tip. The balloon fibers were then stripped and a pinhole rupture was observed 6.7cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon and for material frayed, as the balloon fibers were loose at the location of the rupture. Per the reported event details, the balloon ruptured within a stent. It is unknown if the inflation within a stent contributed to the balloon rupture. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.